Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had an accident over the weekend and they felt like the device has repositioned itself from the accident because they were rear ended and they were feeling the device was in places that they feel it shouldn't. Patient stated that they couldn't get the machine to connect so they can put it in MRI mode because they need a MRI done in their spine due to the accident. Patient did not have their external devices with them at the time of the call. Agent advised the patient to call back once they were with their devices for further troubleshooting. Patient mentioned they already spoke with their healthcare provider (hcp) to check the device after the accident, and the hcp mentioned that they were going to inform the manufacturing representative (rep) and they would be giving the patient a call, but they hadn't spoke with anyone. Agent sent an email to the rep asking them to contact the patient. Agent redirected the patient again to their healthcare provider to further address the issue. Patient had an accident over the weekend and feel that the implant had moved.